Manufacturer narrative:
The contribution of the device to the experience reported, could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record. Engineering eval noted that the revision reported was likely the result of posterior bony contact with the acromion, which led to disassociation of the polyethylene liner.

Event description:
Revision of equinoxe shoulder components due to poly disassociation in right total shoulder arthroplasty.